Event description:
On (B)(6) 2025, the patient reported waking with high blood glucose (bg) on dexcom g7 continuous glucose monitoring (cgm), reporting the highest bg level at 400 mg/dl. No leaks or infusion set issues noted and no fingerstick confirmation. Pump later showed downward trend. Agent planned follow-up. The patient later called back reporting dosing stopped and cgm disconnected; agent attempted to walk pt through reattachment but was unsuccessful. The patient was not out of range for 90+ minutes. No symptoms experienced by the patient reported, and no medical intervention required. Subsequent follow up attempts were unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.